Manufacturer narrative:
Evaluation: customer report was confirmed. Vamp tubing was found to be completely detached from solvent bond joint with sample site (z-site). At some part of tubing bond area indication of bonding solvent was present but appeared to be thin. And it did not appear that the adhesive chemically etched to the surface of the z-site tube housing. Tubing o.d. Was .139" which was on the lower side of the spec. (141"+/-.002" per drawing 111467-001 rev. Ad).

Event description:
It was reported that the device had separated from z site.